Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the health of the sensor. As a proactive troubleshooting measure, customer care recommended that the user perform a sensor re-link to clear calibration history and any potential calibration misalignment. The user was advised to continue use of the system after the re-link was performed. Per dms review, the user was using the system with up to date information.

Event description:
On april 30th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.